Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous pressure high alarms occurred during a routine hemodialysis treatment. The operator was unable to resolve the alarms and discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator failed to rinseback the pt's blood following an unrecoverable alarm. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The exact cause of the venous pressure alarm cannot be determined; however, there is no evidence to suggest a device malfunction occurred. The system prime and alarms test passed prior to initiating treatment. The user's guide states possible causes of venous pressure high alarms as kinked or clamped venous pt line or possible clotting of the venous access. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified and will provide additional training regarding alarms and the need to return blood. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.